Event description:
It was reported the device was used during a laparoscopic hernia repair procedure. It was reported by the affiliate that the device jammed. There was no pt consequence.

Manufacturer narrative:
Tracking #.48005. D5,6; h4: info not available, device not returned for analysis.